Manufacturer narrative:
The reagent lot number and expiration date were not provided. Service found an issue with the sample probe positioning and/or height. Contamination of the sample probe was suspected. The sample probe was adjusted and internal cleaning was performed. The quality control results were acceptable. General reagent issues were excluded as the repeat result believed to be correct was obtained with the same reagent. The investigation is ongoing.

Event description:
There was an allegation of questionable tp2 (total protein) results from the cobas 8000 c702 module. The initial result was 2.4 g/dl and the repeat result was 7.1 g/dl.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.